Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with moderate calcification, mild tortuosity and 85% stenosis. Pre-dilation was performed with an unspecified 2.50x12mm balloon. A 3.0x38mm xience alpine stent was implanted. Post dilation was performed with an unspecified 3.0x15mm non-compliant balloon which was inflated to 16 atmospheres. An optical coherence tomography (oct) assessment revealed the proximal strut was fractured and the stent elongated by 2-3mm. A 3x23mm xience alpine stent was used to treat the fractured and elongated stent however, the stent also fractured in the same area, as confirmed by oct imaging. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The investigation was unable to determine a conclusive cause for the reported break and stretched stent; however, the subsequent treatment appears to be related to the operational context of the procedure. It was reported that the stent delivery system (sds) stent was implanted. An assessment with an optical coherence tomography revealed the proximal stent fracture and an elongated stent. Factors that may contribute to stretched and broken stent include, but are not limited to, inflation above rated burst pressure, interaction with challenging anatomy, interaction with accessory devices, or manipulation against resistance. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported stretched and broken stent. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.